Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was fluid leaking at the opening of the drive support cap. The customer's blood glucose was 104 mg/dl at the time of incident. The customer performed self test and the insulin pump passed. The insulin pump was returned for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. We were unable to confirm excessive no delivery alarms due to blank display. The device was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.